Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The visual inspection confirmed that the probe was broken off. The broken probe portion measured approximately 16mm in length from the distal end. Additionally, the device failed the probe check and error code u509 was displayed. This type of probe damage is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, the tip of the device broke inside the patient. The surgeon used forceps and effectively retrieved the broken piece. The surgeon used another similar device and the intended procedure was successfully completed. There was no patient injury reported. The patient was discharged home with no complication. No further information was provided.